Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign object lodged in the biopsy port. The brushes can go through, but it is still stuck in there. There were no reports of patient harm.

Event description:
The reported event was found during an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned for evaluation and the customer's reported issue was confirmed. Based on the results of the investigation and the information provided, a definitive root cause could not be determined. The foreign material could not be conclusively identified, although it was suggested it may be a clear plastic cap. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from the bending section cover glue between the knobs. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" states the detection method. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" states the preventive measures. Olympus will continue to monitor field performance for this device.